Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a left colectomy procedure, the active blade broke off in the patient. Was able to retrieve the blade. Case completed new device of same product code.